Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.